Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine generator change out procedure the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited undefined high pacing impedance through an analyzer. In addition, the rv coil of the rv lead exhibited oversensing. A fracture of the svc coil of the rv lead was confirmed. The rv lead was explanted and replaced two days after the generator change. No patient complications have been reported as a result of this event.